Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope blue ring came off the device. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Distal fiber breakage and dents on distal edge is due to an impact or fall on the tip. Due to damaged optical fibers, the illumination is insufficient. Olympus will continue to monitor field performance for this device.